Event description:
Gamma3 international multicentre prospective clinical post-market follow-up eval. Gamma nail was removed due to pseudarthrosis. Pt had been experiencing pain ever since initial surgery was performed on (B)(6) 2011 and never fully recovered since then. Had been treated on (B)(6) 2011 due to increased pain with concurrent highly limited range of motion. Tep will be implanted once infection can be ruled out.

Manufacturer narrative:
It is unk at this time if the device will be received for investigation. Once the investigation has been completed any add'l info will be reported in a supplemental report.